Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. During troubleshooting with tandem technical support (cts), it was found that the customer was using cold insulin within the cartridge and was not completing the air flow extraction step. Cts educated customer on cartridge/insulin labeling and educated the customer to refer to the user guide for removing excess air from the cartridge. Reportedly, the customer changed pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. The pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. Device not returned.